Manufacturer narrative:
Product analysis: witness marks and plastic deformation noted on driver interface features. Visual and optical inspection of the top (anterior) face of the screw heads identified plastic deformation and witness marks, with additional witness marks just below the head. Dimensional inspection of relevant specifications confirms conformance to print specification. After visual optical, and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. Radiology films interpretation: "multiple x-rays of complex cervical surgery. Post-operatively posterior surgery has been performed, possible laminoplasty. Anterior plating extending c3-c6 with screws too short and placed too near inferior c6 endplate. With collapse of c3-c6 screws pushed out into c6/7 disc, then screws backed out."

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, the catalog #s 8792113 and 8799157 and 510k # k994239 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g8792113 / lot: h10k0320 (x3) part: g8792113 / lot: h10l1395 part: g8799157 / lot: w06f3952. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a revision surgery after the right c6 screw of a cervical plate construct was confirmed to be "backed out about 5mm". The physician reported that the screw was locked with the plate's locking cap in the initial procedure and it was found during the revision that the locking mechanism on the plate was broken. According to the report, the patient was asymptomatic and bone fusion was complete prior to the revision. No further complications were reported.